Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited noise oversensing resulted in pacing inhibition. No intervention was performed. The patient status was unknown.

Event description:
New information received notes the right atrial (ra) lead exhibited noise oversensing resulted in pacing inhibition and an inappropriate automatic mode switch (ams) due to insulation damage. The ra lead was capped and replaced on (B)(6) 2023 and replaced. There were no patient consequences.